Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a routine clinic check where it was discovered that left ventricular pacing was capturing in the atrium. The device was then programmed to vvi 40 to inhibit ventricular pacing. On (B)(6) 2018 the lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.